Manufacturer narrative:
The complaint investigation included review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and inhouse testing of a retained reagent kit of lot 25007ud00. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends. Device history review for the likely cause lot did not identify any non-conformances or deviations. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue under review. No systemic issue or deficiency with the alinity I tsh reagent lot 25007ud00 was identified.

Manufacturer narrative:
Update 26-jan-2022: additional information was provided by the customer that they agree the falsely decreased alinity I tsh results occurred due to specimen¿s integrity. Based on the additional information provided by the customer, no malfunction of the alinity I tsh reagent lot 25007ud00 occurred as the customer confirmed a sample integrity issue. Therefore, the device met performance specifications and performed as intended at the customer site.

Manufacturer narrative:
Patient identifier and date of event: sid (B)(6), (B)(6) 2021. Sid (B)(6), (B)(6) 2021. Sid (B)(6), (B)(6) 2021. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I thyroid stimulating hormone (tsh) results for multiple patients. Customer provided reference range is 0.35-4.9 miu/ml. The following results were provided: on (B)(6) 2021 sid (B)(6) initial result = 0.23 miu/ml; repeat result = 1.9 miu/ml. On (B)(6) 2021 sid (B)(6) initial result = 0.04 miu/ml; repeat result =3.92 miu/ml. On (B)(6) 2021 sid (B)(6) initial result = 0.25 miu/ml; repeat result =1.41 miu/ml . There was no impact to patient management reported.